Manufacturer narrative:
A partial lead with the connector pin measuring 19.9cm was returned for analysis. Shorting was found in the lead in the low voltage circuit. The source of the shorting observed could not be determined. It was noted that a small amount of moisture was noted in the connector. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received an alert for out of range lead impedance. Oversensing of noise was noted in the store egm. Lead fracture was suspected. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
A partial lead measuring 55.4cm was returned in two segments for analysis. External insulation abrasion was noted at 8.4-9.2cm, 11.8-12.0cm, and 16.0-16.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.8-10.4cm, 9.8-10.2cm, 12.4-12.6cm, 15.0-15.4cm, and 17.4-18.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.2-6.4cm and 6.2-6.4cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of oversensing and noise. The reported field observation of fracture was not confirmed in the laboratory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.